Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 006 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the pump black box showed no activity related to a call service alarm issue. During investigation, the pump was exercised for 24 hours with no warnings or alarms occurring. The complaint of a cs 006 call service alarm issue was not duplicated during investigation. There was no defect found.